Event description:
Smoke emission was detected from the immulite 2000 instrument. There was no report of injury to staff, damage to property or impact to patients due to the smoke emission.

Manufacturer narrative:
The siemens customer care center was contacted by the customer. The ccc evaluated the instrument data and determined that the cause of the smoke was due to a customer purchased power cord surge protector, which was connected to the immulite 2000 printer. The ccc determined that the immulite 2000 printer, uninterruptable power supply and the immulite 2000 system performed and operated within specifications. Further evaluation of the device is not required.